Manufacturer narrative:
(B)(4). Reported event was considered confirmed as visual examination showed extensive damage to the bearing. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: catalog #: xl-115363, arcom xl 44-36 std hmrl brng, lot # 270080. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04095.

Event description:
It was reported that the patient has underwent an initial comprehensive reverse shoulder procedure and the humeral bearing did not lock into the humeral tray correctly. There was a delay of thirty (30) minutes due to getting replacement implants from the office.